Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The measurable dimensions of the broken drill bit were checked and found to be in compliance with the technical drawings and ao asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that too much mechanical force had been applied during the surgery, for example; too high drill speed, hard bone or possible movement in a slanting position. We are aware that these are very delicate drill bits which require extra caution during use. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient with a diaphysis fracture of #4 and 5 right hand metacarpal who suffers trauma against wall on (B)(6) 2013. During the procedure, the drill bit broke. The universal drill guide and 1.1mm drill bit was used. The surgeon performed maneuvers to extract the fragment which was in the cortical. It was reported that the piece was successfully removed, but was lost when it dropped to the floor. Correct plate position and screws were verified by intraoperative radiographs. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. A device history review for this lot has been requested. The investigation could not completed; no conclusion could be drawn, as no product was received.